Event description:
Customer reported the collimator is not closing down all the way when needed. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system and performed camera, collimator, and image intensifier alignments. System operates as intended.